Event description:
My silicone breast implants (placed (B)(6)) begin to cause me to have chest & joint pain. I was dx w/lupus sjogren's syndrome and hyper mobility syndrome. All with in 3 years. I don't have the money to have them removed and my insurance won't help out because they are not ruptured at this point. Please help in any way you are able to. Those already listed as well as thyroid issues since implants. FDA safety report ID# (B)(4).